Manufacturer narrative:
No intraocular lens (iol) or lens case returned. Only carton and p&l's returned. No root cause identified. The iol case was not returned for evaluation. Only carton and p&l's returned. Iol was not present in the returned carton. Based on these investigation findings and the lack of a sample, we are unable to determine a root cause for the reported complaint. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with the description of defective lens. Additional information has been requested.